Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting a long time ago the pt started to feel shards of electricity shoot through their leg. Pt mentioned that they don't have other settings to change to. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned that their insurance wont cover their appointments with manufacturing representative (rep) since there insurance view their situation as a preexisting condition.